Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer was able to clear the alarm after the obstruction was removed to resolve the issue. Additionally, it was reported that there was a white piece of septum in the syringe. Reportedly, the customer used a different syringe to load a new cartridge successfully onto the pump and resume insulin therapy on the pump. Customer's blood glucose level ranged from 80 mg/dl to 150 mg/dl.